Event description:
It was reported that during implant, the right atrial (ra) lead has noise on the analyzer and no signal noted. The lead had a sensing issue and upon further inspection it was seen there was a gap between the lead support pin and the insulation. The ra lead was not implanted and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted there was blood in/on the helix mechanism. The analyst commented that the gap between the pin cap and insulation is within product specifications.